Manufacturer narrative:
No results or qc data was received. All samples were non-human.on recur, for human, patient treatment could be impacted based on the erroneously reported k result.customer was instructed to clean the ise electrode unit.service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous potassium (k) results released on veterinary samples at veterinary account.results were reported in the middle of the night and customer was able to contact the veterinarians before any medical action was taken. No additional information is available.